Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the stapler and reload on the bowel during a laparoscopic reversal of (B)(6) procedure, they performed a leak test and confirmed that there was a leak after the join. They hand sewn the bowel to seal the leak and finish the anastomosis.